Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut could not be checked due to damage to the comb springs and the comb having slight damage. The comb springs and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350-2023-00172-1, MFR - 0001526350-2023-00173-1, MFR - 0001526350-2023-00174-1, MFR - 0001526350-2023-00175-1.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350-2023-00172, MFR - 0001526350-2023-00173, MFR - 0001526350-2023-00174, MFR - 0001526350-2023-00175.

Event description:
It was reported that during pre-op the device did not open/close properly. It was also discovered that the comb had some slight damage. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete, and there is no additional information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.